Event description:
A swan-ganz catheter was inserted prior to heart surgery. The pt had difficulty maintaining the blood pressure during the procedure. The pt was started on a meo-epi drip via the swan-ganz catheter. The blood pressure remained low. An intra-aortic balloon pump was inserted to assist with maintaining the blood pressure. After insertion of the balloon pump, intravenous fluid was discovered leaking from a pinpoint hole near the 100 cm mark of the swan-ganz. Therefore, the pt didn't receive the meo-epi solution. The balloon pump may have been unnecessary.